Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a heartmate 3 to heartmate 3 (hm3) exchange due to an (B)(6) infection/bacteremia. The patient's original pump was explanted on (B)(6) 2021 and was implanted with a new pump on (B)(6) 2021. The patient was recovering but remained hospitalized.

Manufacturer narrative:
User facility medwatch report: mw5106389 was received 27jan2022. Section b5: previous admission for recurrent bacteremia captured in related manufacturer report numbers 2916596-2022-00851 and 2916596-2022-01941. Manufacturer's investigation conclusion: the evaluation of heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the reported infection could not conclusively be determined through this evaluation. It was reported that the patient underwent a hm3 to hm3 exchange due to a bacteremia infection. The patient's original pump was explanted on (B)(6) 2021 and the patient was implanted with a new pump on (B)(6) 2021. (B)(6) was returned assembled with the pump cable severed approximately 11¿ from the pump header. The modular cable and the distal end of the pump cable were not returned. Approximately 8¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of any developed depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of this document lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook, also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch received that states "patient was admitted on (B)(6) 2021 with bacteremia. Blood cultures on (B)(6) 2021 were positive for staphylococcus lugdunensis. Started on IV antibiotics. Tee revealed vegetation on ICD leads therefore the ICD and leads were removed on (B)(6) 2021. Culture of the leads revealed curtibacterium acnes. Discharged on (B)(6) 2021 with IV antibiotics. Patient admitted on (B)(6) 2021 with recurrent bacteremia. Blood cultures done of (B)(6) 2021 were positive for staphylococcus lugdunensis. Started on IV antibiotics/ a lumbar CT was performed due to back pain which revealed l 4-5 discitis osteomyelitis. Discharged on (B)(6) 2021 with IV antibiotics. Seen in clinic on (B)(6) 2021 at which time the patient endorsed fevers up to 101.6. Admitted on (B)(6) 2021 with recurrent bacteremia. Blood cultures on (B)(6) 2021 all positive for staphylococcus lugdunensis despite IV antibiotics. The decision was made to removed the heartmate 3 lvad as it was likely infected and place an impella 5.5 temporary lvad until the bacteremia clears. The patient was taken to the operating room on (B)(6) 2021 for this procedure. The surgeon noted no evidence of infection in mediastinum, lvad pump pocket, or driveline. The patient recovered in the ICU. Blood cultures negative after the procedure. Due to recommendations form the infectious disease providers implantation of a new heartmate 3 lvad was delayed until (B)(6) 2021. Implant of the new heartmate 3 lvad went well. The patient is currently recovering in the cvicu. FDA safety report ID# (B)(4)."